Manufacturer narrative:
Further information was requested. Images were sent to gore for analysis and the result of the investigation will be provided. A review of the manufacturing records for the device is being conducted.

Event description:
On (B)(6) 2013, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat a type b dissection. It was reported that the pt had a bovine arch. The left subclavian artery was revascularized. During the deployment, the device moved 1 to 2 cm and partially covered the brachiocephalic artery, however, the artery remained perfused. No clinical sequela was noted. On (B)(6) 2013, a computed tomography scan revealed a retrograde type a dissection. On (B)(6) 2013, the pt underwent a surgical procedure to treat the type a dissection. The pt tolerated the procedure. Further information was requested. Images were sent to gore for analysis.